Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure a leak in the system was identified due to a break in the tubing. No information was provided about the patient's outcome.